Event description:
Pain of both knees (arthralgia) [arthralgia]. Pain of both knees (arthralgia) [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a patient (demographics not provided), initials unknown with gonarthrosis. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan gf-20) injection at a dose of 02ml (frequency and route of administration not provided) into an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the patient developed pain of both knees. The outcome for the event was not provided. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc and the event. Follow up information was received on (B)(4) 2013 from the physician regarding patient's demographics, medical history and event details which upgraded the case to serious. The patient was identified as a (B)(6) female, (B)(6). The patient's medical history was significant for hip replacement arthroplasty. On (B)(6) 2013, the patient experienced pain of both knees. On unspecified date in 2013, the event of "pain of both knees" resolved. On (B)(6) 2013, the patient again experienced pain of both knees (second episode). On unspecified date in 2013, the patient recovered from the second episode of pain of both knees. The reporting physician assessed both the events as serious. The intensity for the event of second episode of "pain of both knees" was not provided. The reporting physician assessed the relationship between synvisc and both the episodes of "pain of both knees" as definite.

Manufacturer narrative:
Follow up information was received on (B)(4) 2013 in the form of qa (quality assurance) investigation summary. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncs process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot #r1122, with expiration date (03/2014) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.